Event description:
It was reported that during the implant of this ingevity lead, the physician reported tortuous and narrow anatomy; however the lead was implanted and the procedure completed. Two days later, high pacing thresholds were observed in spite of all other measurements being reported as normal. An x-ray was taken to assess the lead position; no changes from implant images were observed. The physician elected to surgically intervene and reposition the lead as an attempt to obtain better pacing thresholds. Three days post the revision procedure. A follow-up once again exhibited high pacing thresholds and the x-ray taken at this time, did confirm a lead position change and a perforation. Another revision was made and the lead abandoned; a non boston scientific product was then implanted. No additional medical or surgical intervention was required due to the reported perforation. Subsequently, the previously reported abandoned lead was received for analysis. The returned lead was evaluated as per the normal returned product analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant of this ingevity lead, the physician reported tortuous and narrow anatomy; however the lead was implanted and the procedure completed. Two days later, high pacing thresholds were observed in spite of all other measurements being reported as normal. An x-ray was taken to assess the lead position; no changes from implant images were observed. The physician elected to surgically intervene and reposition the lead as an attempt to obtain better pacing thresholds. Three days post the revision procedure. A follow-up once again exhibited high pacing thresholds and the x-ray taken at this time, did confirm a lead position change and a perforation. Another revision was made and the lead abandoned; a non boston scientific product was then implanted. No additional medical or surgical intervention was required due to the reported perforation.